Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Visual inspection showed the pump was in good condition with no physical damage. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive, glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a primary audible post failure. No patient injury was reported.